Manufacturer narrative:
G4:03dec2020, b4:06dec2020 . The customer completed touchscreen calibration to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The customer reported a touchscreen issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.